Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted after displaying an increase in shock impedance and capture thresholds. The lead was replaced with another manufacture's lead. There were no adverse patient effects reported.